Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the 73-year-old female patient on impella cp support had a CT scan that showed cerebral ischemia. The patient had also been experiencing a gastrointestinal (gi) bleed requiring blood products. It was further reported that the right hand is blue due to the ischemia.

Manufacturer narrative:
The investigation stroke/cva, limb ischemia, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06128. D6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.